Event description:
It was reported that the patient experienced the device not staying fully rigid with an ambicor penile prosthesis (app). The app 2 piece system was explanted and a new app was implanted. Should additional relevant details become available, a supplemental report will be submitted.